Event description:
The user facility reported that a patient was presented to the medical facility in cardiogenic shock. Post impella implant, insufficient leg perfusion was noted. It was stated that a fem-fem bypass was not a viable option due to the patient¿s narrow vessels. The impella pump was successfully weaned and explanted with reperfusion of the right leg. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.